Manufacturer narrative:
Insulin pump passed the displacement test, self test, sleep current measurement, active current measurement. Pump powered up properly after battery installation. No blank display noted. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank dsiplay. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they had to press the buttons and nothing happened, it had error pressed the button for more than 3 minutes. It was reported that the display was flashing white. It was reported that they had damaged on the battery compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.